Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-01351 and 3005099803-2015-01352 for the other associated device information. It was reported to boston scientific corporation that a sensor guidewire was used during a nephrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician inadvertently used the sensor guidewire while the puncture needle remained inside the renal pelvis. The hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second sensor guidewire was used and the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed using a third sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the distal tip was detached approximately 2.1cm exposing the tip of the metal corewire, and was peeled along the polymer coating and on the distal end of the ptfe approximately the last 5.1cm. It seemed that a sharp surface was in contact with the wire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the damages encountered. Based on all gathered information, the most probable root cause is "operational context."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-01351 and 3005099803-2015-01352 for the other associated device information. It was reported to boston scientific corporation that a sensor guidewire was used during a nephrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician inadvertently used the sensor guidewire while the puncture needle remained inside the renal pelvis. The hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second sensor guidewire was used and the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed using a third sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.